Event description:
Information was received indicating that this ambulatory infusion pump exhibited intermittent alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: visual inspection revealed the pump was in good physical condition. The keypad and labels were operational and intact. Review of the pump event log was unable to identify evidence of the customer's reported problem. However, simulated use testing was able to repeat the problem depending on what cassette was used. With the cassette attached and infusion is started, the pump would intermittently alarm "no disposable pump won't run", indicating a problem with the upstream or downstream occlusion sensors. Furthermore the design history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the upstream and downstream occlusion sensors were replaced.